Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited failure to capture and far p oversensing, x-ray revealed that the lead had dislodged due to twiddler's syndrome. The lead was explanted and successfully replaced. There were no patient consequences.